Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during setting up for total knee arthroplasty, it was found that the back of a journey femoral implant impactor bumper-right spacer was broken. Since it was not the specific spacer needed for the procedure, surgery was performed, without any delay, with another smith & nephew device. Patient was not affected as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned journey fem impact bumper rt confirms the device fractured into two pieces. Only one piece of the device was returned for evaluation. The device shows signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.